Manufacturer narrative:
(B)(4). Additional information: batch # m9235x. The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. Furthermore the device shaft was difficult to rotate. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. It is possible that the dried body fluids could have prevented to proper rotation of the device. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the empty condition of the device and the broken jaws, no further functional testing could be performed to evaluate the reported incident. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, collapsible jaws broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.